Manufacturer narrative:
Evaluation summary repeated use causes the cable to break off.

Event description:
Pentax medical was made aware of a complaint which occurred in the united states with the description of "no video image" involving pentax medical video gastroscope model eg-2990i, serial number (B)(4). The customer owned endoscope was received by pentax medical for evaluation on 12-aug-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician found image blackout confirming the customer complaint and also documented the following inspection findings: fluid invasion in control body, fluid invasion in segment section, passed wet leak test, endoscope failed electrical safety test - plct, pve electrical connector frame has severe corrossio, passed dry leak test, pve electrical pin corroded, fluid invasion to insertion tube, fluid invasion in pve connector, fluid damage to light carrying bundle, fluid invasion in umbilical light guide cable, ccd circuit board corrosion, control body severe corrosion inside. The device underwent repairs including the following components: o-rings and seals, light guide fiber bundle (lcb), operation channel, adjusting collar, bending rubber, distal attaching plate, segment assy attaching screw, insertion flex tube, segment attaching screw, staycoil collar, segment staycoil assy pb-free, rl pulley assy ud pulley assy, bracket cover, connecting receptacle(2), connecting receptacle, dr-stopper assy, intermediate plate, staycoil holder bracket, stopper screw holding plate, ul-stopper assy, pcb for r.c switch pb-free, switch with base plate no1 pb-free, switch with base plate no2 pb-free, shield pipe for ccd, signal wire for ccd, conductive plate, pcb for ccd drive pb-free, electrical connector assy, base plate. Model eg-2990i, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 17-aug-2021, a device history record(DHR) review for model eg-2990i, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 20-mar-2014 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 24-mar-2014. The endoscope is awaiting repair and approved by final qc as of 02-sep-2021.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.